Event description:
The customer stated that the central monitoring system (cns) display screen went black, so they replaced it with another non nihon kohden display. The replaced worked for a while but later a windows error appeared "error intel matrix consol fail - smart event." Ref MFR.# 8030229-2015-00046.